Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was found at the filling port of a small volume folfusor. This occurred during filling. The device was filled with 5fu and nacl (volume unknown). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was manufactured september 14, 2015 - september 15, 2015. The device was received for evaluation. Visual inspection revealed a leak/backflow at the fill port when the fill port cap was removed. Visual inspection also revealed a white particle, approximately 0.20 square mm in size, located under the check band. Fourier transform infrared spectroscopy revealed the particle to be acrylic material. The reported condition was verified. The cause of the condition was a determined to be the particle underneath the check band. The cause of the particle was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.